Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were multiple issues concerning a pacemaker and non-defib leads. The specific allegations included suspected right atrial (ra) lead dislodgement, potential atrial under sensing, false termination of atrial tachycardia/atrial fibrillation events, high atrial capture threshold, and an inability to confirm atrial capture on the current electrogram. Low amplitude on p wave measurements was also observed. The issues were noted during remote monitoring and involved the device's function and sensing capabilities. The troubleshooting steps included reviewing and verifying data transmission, and the results of actions were noted as questions answered. The resolution or outcome of these issues was not specified. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that ra lead dislodgement was confirmed. The lead was reprogrammed and then repositioned and remains in use.